Event description:
Meter name: one touch profile meter. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: vomiting, headaches. A pt reported they were not able to get a reading on this meter. Their meter allegedly would display missing segments. The result on their meter was incomplete. The result on the doctor's meter was 700. The time difference between pt's meter and doctor's meter was unknown. Treatment was insulin based on back up meter. No further info has been reported.